Manufacturer narrative:
A complaint history check was performed for the lot number provided and this is the first complaint recorded for lot #0313727. The customer returned one (1) shelf carton of product on (B)(6), followed by an add'l fourteen (14) shelf cartons on (B)(6). A thorough investigation of the reported condition has been initiated and is on-going.

Event description:
The customer reported that after a phlebotomist completed a blood draw on a pt who was confirmed as being (B)(6), the needle (cannula) retracted when the button was pressed but then the device came apart, exposing the cannula and this resulted in a needle stick to the phlebotomist. It was indicated that the facility will provide whatever prophylaxis is available and that the health care worker is willing to take.